Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The lesion location was not specified. The shaft of the 4.0x15mm maverick 2 monorail broke during advancement over another manufacturer's guide wire. It was noted that the catheter never entered the sheath, as it broke during advancement outside of the body. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "fine".

Manufacturer narrative:
Returned product analysis confirmed the difficulty stated in the complaint. The catheter was received in two pieces, with a break noted 26 cm proximal to the distal tip. The monorail wire port was "necked" and elongated by 8 mm, and the distal outer catheter was torn 24 cm from the tip, extending proximally 5mm. Microscopic examination of the material surrounding the shaft damage did not reveal any inherent deficiencies that would have contributed to the incident. The guide wire was not returned for analysis; therefore, it could not be determined if the guide wire contributed to the event. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which may have contributed to the reported event.